Manufacturer narrative:
Uss reference# (B)(4).

Event description:
Reportedly, a piece of blue rubber disengaged from the instrument and fell into the pt cavity and was retrieved. Procedure: lap colon. Pt status: no pt injury reported.